Manufacturer narrative:
There is insufficient information to perform an investigation. Correction: product problem box updated

Event description:
One tampon left in there - vagina [foreign body in reproductive tract] I was leaking the foul fluid - vagina [vaginal discharge]. Case narrative: consumer reported that after using the tampon pearl she began leaking foul fluid and didn't realize there was one left in there. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
One tampon left in there - vagina [foreign body in reproductive tract]. I was leaking the foul fluid - vagina [vaginal discharge]. Case narrative: consumer reported that after using the tampon pearl she began leaking foul fluid and didn't realize there was one left in there. No serious injury was reported.